Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that automated impella controller had a controller error. No further information provided.

Manufacturer narrative:
Corrected information was provided in d9. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1. Upon review, the brand name has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The reported controller error was not confirmed, as no evidence of a controller fault was observed during investigation.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.